Event description:
It was reported that a patient underwent a hernia repair procedure in 2006 and mesh was implanted. For approximately a year straight, the patient experienced chronic pain. In 2007, the patient underwent a second procedure to remove mesh. Upon removal, the surgeon found severe inflammation around the mesh. After this procedure, the patient had chronic pain and was unable to have intercourse with her husband. The patient had treatment with a physical therapist and a neurologist without success. In 2014, the patient underwent a third surgery due to a hernia enlargement. The patient was doing better after the third surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5040082.